Event description:
It was reported that: "an interventional cardiologist in (B)(6) hospital, was the operating physician in a tavi case, he encountered significant resistance when inserting the initial part of the manta closure that holds the anchor, into the manta sheath. This resistance led to deformation of the anchor position, which caused partial occlusion of the lumen of the cfa." The patient was reported as fine post the procedure. Associated complaints: 3010252479-2025-00056, 3010252479-2025-00058, 3010252479-2025-00059 and 3010252479-2025-00060.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "an interventional cardiologist in al-qassimi hospital, was the operating physician in a tavi case, he encountered significant resistance when inserting the initial part of the manta closure that holds the anchor, into the manta sheath. This resistance led to deformation of the anchor position, which caused partial occlusion of the lumen of the cfa." The patient was reported as fine post the procedure. Associated complaints: 3010252479-2025-00056, 3010252479-2025-00058, 3010252479-2025-00059 and 3010252479-2025-00060.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The complaint details were reviewed. The resistance encountered with the bypass tube was severe. The anchor partially occluded the lumen of the cfa. There was a possibility of bending and buckling of the device. A ptca balloon was used to treat the occlusion leading to a restored blood flow. The IFU states "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.". It is likely that the customer experienced resistance during advancement of the bypass tube and continued to apply force, leading to the improper deployment of the anchor. Based on the customer report, a combination of manufacturing deficiency and unintentional user error likely caused or contributed to this event. A CAPA was previously opened for bypass tube resistance that was attributed to a supplier manufacturing deficiency and the corrections were implemented. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA.